Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital for a transesophageal echocardiography. During the procedure, it was noted that the patient had bradycardia. Further review revealed that the right ventricular lead exhibited loss of capture and was believed to be failing. On (B)(6) 2018, the patient presented for lead revision. The physician elected to implant a new right ventricular lead as the primary pacing lead but left the original lead implanted as a back-up lead. Patient was stable before and after the procedure.